Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07147. It was reported that the patient has been unable to feel a therapeutic relief. Upon interrogation, the representative confirmed that all impedances were within normal range, and the ipg was fully charged. As a result, the patient plans to undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-07147. Follow up revealed that surgical intervention addressed the patient's issue.